Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: gel bleed and capsular contracture baker grade IV.

Event description:
Medical staff reported left side capsular contracture, baker grade IV, with pain, device folds, waves and rotation and silicone perspiration discovered during surgery. The device has been explanted.